Manufacturer narrative:
(B)(4).

Event description:
On 21aug2020 a patient (pt) called to report a ¿torn cornea¿ while the pt was in (B)(6). The pt was unsure at the time of the call what acuvue contact lens brand was worn at the time of the event. The pt slept in the lenses after a night out and the lenses were ¿very dried in the morning¿. The pt ¿tore the cornea¿ while trying to remove the lenses and advised the event was very painful. The pt went to the ER and advised about 80% of the cornea was torn (affected eye not provided). The ER found no infection. The pt reported the affected eye was dilated which relieved the pain for a while, but the treating doctor wouldn¿t do it more often as it would slow the healing process. The pt was given a patch and eye drops, ¿perhaps for lubrication¿, but the pt couldn¿t recall the name. The pt thinks the eye drops were used daily and the eye healed in about a week. The pt can¿t recall the treating doctor¿s name or contact information in ireland. The pt will call the prescribing doctor to see what contact lens was worn at the time of the event. On 31aug2020 the pt contacted the prescribing optometrist. The optometrist¿s office only has records dating back to 2010 and at that time was wearing the acuvue oasys brand contact lenses. The pt has been wearing the oasys brand contact lenses for as long as the pt could recall. The pt believes the lens worn at the time of the event in (B)(6) 2007 in (B)(6) was the oasys brand contact lenses but can¿t confirm. On 08sep2020 an email was sent to the pt to confirm the affected eye, but nothing additional has been received. This event is being reported as a worst-case event as we were unable to verify the pts diagnosis and treatment. It is unknown what acuvue product the pt was wearing at the time of the (B)(6) 2007 event. The suspect lot number is unknown. The suspect contact lens was discarded by the pt. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.